Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® 4, 5, 6mm(d) implant driver tip ¿ long (iipdtl) and one internal connection universal placement driver tip - long (iipdtul) were reported but not returned. No visual evaluation was performed device history record (DHR) review could not be performed for the driver tips as the lot number was unknown. A year-long complaint history review was performed by items (iipdtl & iipdtul) and no other complaints about nonconforming products were identified. Therefore, based on the available information and functional testing, the driver malfunction and the reported event could not be verified since the drivers were not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that the internal connection of the implant does not work, the unknown biomet driver cannot get in the implant.

Event description:
On a follow up, doctor confirmed that procedure was completed using another implant. Original description: doctor reported that the internal connection of the implant at tooth site 25 does not work, instruments cannot get in the implant. Doctor reported that maybe an excessive torque of inserction could damage the connection.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D2: device product code. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative.